Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the prostyle was inserted with the footplate opened and bleeding through marker lumen port confirmed. Prior to pressing in the plunger, it was noted the plunger end had come out the end of the device a couple of centimeters. The footplate lever was closed and the device was removed. The sutures of two new prostyle devices were successfully pre-placed. The evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported unintended system motion (plunger was out of the end of the device a couple of centimeters) was observed as a premature deployment of the posterior needle tip. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The observed condition of the returned device appears to be related to premature deployment of the posterior needle tip due to inadvertent handling during insertion of the device into the patient anatomy. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the prostyle was inserted with the footplate opened and bleeding through marker lumen port confirmed. Prior to pressing in the plunger, it was noted the plunger end had come out the end of the device a couple of centimeters. The footplate lever was closed and the device was removed. The sutures of two new prostyle devices were successfully pre-placed. The evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the previously filed report, the following information was received: reportedly, the prostyle was inserted into the vessel. Prior to opening the footplate lever, it was noted the plunger was out of the end of the device a couple of centimeters. The device was removed without deployment. No additional information was provided.